Manufacturer narrative:
D4: UDI and g5 510k was unknown. No information has been provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual and functional tests were performed. One breathing circuit was returned for evaluation with the breathing bag. As a result of visually observing the sample, no abnormality such as breakage or deformation was confirmed. Conducted a leak test on the breathing circuit and the breathing bag and air leakage from the breathing bag was confirmed. Leakage from the tip of the bag was suspected, the reported event was confirmed. Failure mode reported is confirmed due to pinholes. The root cause may be due to manufacturing. The product sample was sent to the supplier for further investigation. Supplier evaluation/investigation was performed: one (1) sample was returned for evaluation from, the returned sample was received inside a plastic bag without its original packaging and used condition. Visual and functional testing were performed. Visual inspection found the sample was present with a pin hole on the breathing bag. During functional testing, the sample was submitted to leak test inspection per specification. The leak test inspection was performed on the returned device using and the device presented leakage. The failure mode reported is confirmed due to pinholes. Action taken: per trend review as pinhole failure a scalation with the supplier was performed to investigate and determine the root cause. Corrective actions will be addressed and implemented trough supply notification.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury.